Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During several in clinic follow-ups, a diagnostic anomaly resulting in no trend data was noted on the device. Technical support was contacted and recommended a software download to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continued to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to the nominal settings to resolve the event.